Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. E1 - complete initial reporter establishment name: (B)(6). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: corrosion on plug unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the subject scope/probe device image was not playing. There was no harm or injury reported.